Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt225 26.0 diopter was explanted from a female patient's right eye due to patient experiencing blurry vision both near and distance. The lens was replaced with another zxt225 iol of a lower diopter (25.0). There was no incision enlargement, no vitrectomy and no sutures required at explant. There was no patient post-op injury reported. The explanted lens was cut into 4 pieces and will not be available for return. No further information was provided.